Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the voyager balloon catheter was used to predilate a lesion. When it was inflated to 12 atm, the balloon ruptured. The balloon catheter was replaced with another balloon catheter, which could cross the lesion. The procedure could then continue. Reportedly, there was no pt injury. This event is being reported based on the analysis of the returned balloon catheter, which revealed a separation at the distal section at the guide wire exit notch. Both of the sections were returned.